Manufacturer narrative:
It was later reported that the exam was distorted in that the nose was cut off and the crosshairs didn't match up to the scan. This would be caused by the scan not being centered. The exam was reviewed by a medtronic representative and it was confirmed that the image was not within protocol specifications. In addition to the tip of the nose missing, the exam also had a square matrix of 400; image protocol indicates either 256x256 or 512x512 is required. The instructions for use (IFU) which accompanies the device contains guidance and instructions regarding proper imaging protocols for cranial, dbs, spine, and ent applications. A successful system checkout was performed which verified that there was no issue with the systems used. Additional training was also provided to the site to help avoid future issues.medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
A site representative reported that the image could not be recentered on the navigation screen. The site brought in an alternative navigation system and had the same issue. As such, the site discontinued use of navigation. There was no patient impact reported and the delay in surgery was around 10 minutes. Surgery proceeded as planned.